Event description:
While undergoing an intervention to one of the coronary arteries the csi arthrectomy the tip of the arthrectomy burr broke off of the catheter. Eventually, after multiple devices were used, the tip was extracted from the coronary artery. The pt. Experienced no acute distress and was discharged home the following day.